Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device powered off and on without user input. A service history review revealed the device had been serviced within the last 12 months. The current reported problem does not appear as a repeat symptom within the past 12 months, however the motor was replaced during the prior service. Review of the prior service record indicates that all service actions were completed during the prior return. The cause was identified to be failed motor assembly which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device powered off and on without user input. No additional information is available.